Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
Pt had thr on (B)(6) 2011, registrar told me about 10 days post op, a periprosthetic fracture happened, revised at another hospital as told by surgeon. Unsure different location local registar said it went well.